Event description:
The palmaz stent delivery system (sds) was delivered through the guiding catheter (8f brite-tip). During delivery, there was friction between the devices. When the physician attempted to withdraw the sds, the stent was dislodged from the sds into the catheter. The stent was removed from the pt successfully. The pt is a male. Target lesion was renal artery. The target vessel characteristics were unk. The stent delivery system and guidecatheter (gc) were properly inspected and prepped prior to use, and no anomalies were noted. It is unk if negative pressure was applied to the sds prior to use. It is unk if the sds exited the gc into the pt. During withdraw, the stent dislodged in the gc. The stent remained in the gc and was removed from the pt. Another device (brand unknown) was used to successfully complete the procedure. There was no adverse event to the pt. The pt is currently in stable condition.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.